Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 43. Implant surface not completely covered with bone. On (B)(6) 2019, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and bleeding. No further patient complications were reported.